Event description:
It was reported that a few physicians in the (B)(6) and the ER have had issues when using these catheters. When they load the dilator/trocar part into the catheter, it does not go all the way to the end of the catheter leaving a flexible end. When attempting to pass the guide wire through the tip, it gets caught and they are unable to advance. If they force the dilator/trocar set more into the catheter to ensure it reaches the tip, it then gets stuck in the catheter and is difficult to remove. It was stated this was noticed at least six times. The physician stated that for the six add'l times this occurred, he was able to, in some cases, place the catheter and in some cases, he had to remove everything and a surgical chest tube had to be used.

Manufacturer narrative:
(B)(4). Sample will not be returned.